Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. "Clips failed to form properly. After failed clips, when trying to introduce a clip into the jaws, the clip was then not entering the jaws properly and jamming". Territory manager also reported: "device was thrown across the room into bin by surgeon". Type of intervention: another clip applier used. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with several fired clips. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device..." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.